Event description:
One endeavor drug eluting stent was implanted in the lad during index procedure. The patient suffered a stroke approximately 56 months post index procedure. The patient was treated with medication. Investigator indicated that the event was not related to the study device. It is reported that the patient is under observation.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).